Event description:
It was reported to medtronic neurosurgery that the main system stopcock was bent and leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.